Manufacturer narrative:
Alleged failure: ''the new optics were used for the first time today, and it was determined that the optics are blind. The image is blurry and unclear. Replacement was available to complete the procedure''. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the outer lenses needed to be polished. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image was blurry and unclear. Replacement was available to complete the procedure.

Event description:
It was reported that the image was blurry and unclear. Replacement was available to complete the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.